Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for blood leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicated or confirm the customer's indicated failure mode.

Event description:
It was reported that the collector inserted nbd vacutainer® eclipse¿ signal¿ blood collection needle in vein, chamber where "flash" is shown began to fill with blood, and began to leak from area down patient's arm. No mucous membrane exposure, medical interventions, or serious injury.